Event description:
It was reported that there was a volume discrepancy issue. The issue was that the residual volume was greater than the expected residual volume. They expected 4.7 ccs and got back 17 ccs. The symptoms that the patient experienced were urinary retention when delivering a bolus using his patient therapy manager (ptm), as well as "other" symptoms. The pump was delivering boluses from the ptm not deliver a basil rate. A dye study was performed and they were able to aspirate and inject dye and no issues were seen. The pump logs were read and no problems were noted. It was also confirmed that the programming was correct. A rotor study was performed and the results were good. The patient's pump and connection of the catheter were replaced. The drugs that were in the pump at the time the event was reported was infumorph. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.